Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8120 unit. Case resolution: when 8120 unit is connect to the 8015 unit it power up then go back down unit goes black no power unit goes black, before call in tech had check the iui connector, power unit on both side of the 8015 it works, confirm level one repair quote to tech will call back once he gets po # setup and call back to get unit setup for repair thank me for my assist. (B)(4).